Event description:
Customer called to report the reservoir was leaking. Also stated one of the reservoirs was leaking where the tubing connects, and the other reservoir was leaking after the second o-ring.